Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that she was trying to bolus and buttons were not working. Troubleshooting was done. Customer's blood glucose was 220 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to moisture damage on keypad traces. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.